Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a wavelet detection. The analyst noted that there was evidence in episode 74 where wavelet withheld therapy for what appears to be a vt. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device inappropriately withheld therapy for ventricular tachycardia (vt) due to the wavelet criteria. The device remains in use. No patient complications have been reported as a result of this event.